Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and restricted anterior leaflet for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) was advanced into the septum. Post removal of the dilator and guidewire, air was visualized in left atrium. Aspiration was performed for removal of air. The procedure was continued with successful deployment of the clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism was unable to be determined. The reported patient effect of air embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.